Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with skin erosion at pacemaker incision site where the device and the leads were visible during a follow-up in clinic. The physician explanted and replaced the pacemaker with a leadless pacemaker and capped the right ventricular (rv) lead and right atrial (ra) leads. The patient was in stable condition.

Manufacturer narrative:
Correction- b5: the patient had an infection at pacemaker incision site.

Event description:
It was reported that the patient presented with skin erosion and an infection at pacemaker incision site where the device and the leads were visible during a follow-up in clinic. The physician explanted and replaced the pacemaker with a leadless pacemaker and capped the right ventricular (rv) lead and right atrial (ra) leads. The patient was in stable condition.